Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital). (Serial#, version or model, brand name, catalog# - unknown UDI#, PMA/510(k)# - unavailable since catalog# & serial# are unknown). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. No patient harm or injury was noted.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, g2, h3, h6 (type of investigation, investigation findings, investigation conclusions). It was reported by the customer through the emergency support program (esp) that during use, the intra-aortic balloon pump (iabp) had leak in iab circuit alarms. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned there had been multiple leak in iab circuit alarms throughout her shift. The customer had changed the pump but the alarm continued to occur. All connections were verified to be tight by the customer. Esp personnel had proper troubleshooting done by checking the helium tubing for blood or discoloration, pressing the iab fill key for 2-3 seconds, then pressing start and checking the helium tubing again. The pump resumed without issue, and the nature of the alarm and different clinical possibilities were reviewed. There was no obvious clinical explanation for the alarm at the time. The customer mentioned they had tried the iab fill key several times, but the alarm had continued to go off throughout their shift. Personnel explained should the alarm go off several times in an hour to call back for troubleshooting. It was explained that the augmentation control should be decreased by 2 indicators. If that did not resolve the issue, then the physician would need to make the decision to potentially replace the balloon. Personnel mentioned since this was a new issue then the customer would need to check the helium tubing for blood very carefully. Personnel explained it could be small specks of black, brown, or red indicating a balloon leak. The customer was given direct contact information should they have any more questions.

Event description:
N/a.